Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced intermittent withdrawal and discrepancy in drug volume at recent refills. The volumes were unknown. The event date was unknown. There were no reported environmental, external, or patient factors that may have led or contributed to the issue, but it was noted that the patient had a new managing doctor. It was unknown if any diagnostics or troubleshooting had been performed and no actions or interventions had occurred yet. The patient was reportedly trying to get referred for a dye study, and the issue was unresolved at the time of report. As of (B)(6) 2018-, the patient's healthcare provider was still trying to get a dye study scheduled. No surgical intervention had occurred or was planned, and the patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.